Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Subsequently few days post filter deployment, CT performed due to abdominal pain revealed extensive thrombus beneath the ivc filter with extension of thrombus superiorly. There was a 4.4cm thrombus which extends above the ivc filter to the level of the renal veins. There was thrombus extension with almost complete occlusion of the left common iliac, internal iliac external iliac and common femoral vein. Eventually, a few days later, vq scan revealed pulmonary embolism. However, it was eventually thought that the clot causing the pe was superior to the ivc filter. Approximately eight years later, CT revealed a total of seven prongs perforated the ivc with a maximum distance of 4mm. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, one week of post deployment, the patient complained on abdominal pain and computed tomography of abdomen and pelvis with contrast was performed. Inferior vena cava filter was noted with extensive deep venous thrombosis, 4.4cm thrombus propagation superior to the inferior vena cava filter to the level of renal veins. Beneath the inferior vena cava filter, there was extensive deep venous thrombosis. Around, one week later, ventilation perfusion scan was performed which was suggestive of a pulmonary embolism. Around, seven years later, the patient had chest pain. Around, eight months later, computed tomography scan of abdomen and pelvis contrast was performed and the superior extent of inferior vena cava filter overlying the inferior l3 vertebral body and inferior extent was overlying the l4-l5 disc space. A total of seven prongs have perforated the inferior vena cava. Maximum distance of prong perforated 4 mm. At least one leg was extraluminal laterally, and one apparently medially was extraluminal as well of the filter. There was some minimal tilt, but not significant tilt. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment and pulmonary embolism (pe) post deployment. However, the relationship to the filter is unknown. However, the investigation is inconclusive for filter tilt as the medical record states that "not significant tilt". Based upon the available information, the definitive root cause is unknown.. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, g3, h6 (patient, device, conclusion). H11: e1 (complainant phone #), h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.